Event description:
Boston scientific received information that after the system was implanted a loose pin connection was suspected due to out of range pacing impedances. A revision procedure took place and the lead showed normal impedances with the pacing system analyzer (psa). This right atrial lead was reconnected to the device and normal impedances were noted. The procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available, this investigation will be updated.